Event description:
This device is eos. The rv lead has out of range impedances and appeared to be fractured. The pt received 32 inappropriate shocks. The physician replaced this system with another ICD and ICD lead. Should additional info become available, this file will be updated.